Manufacturer narrative:
The lot number for the device was provided, therefore a lot history review was performed. The device was returned for evaluation and rupture and peeled material were identified. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cq7574 pta balloon dilatation catheter allegedly experienced a rupture and peeled outer layer. The information was received from one source. A patient was involved with no reported patient injury. Patient age, weight, and gender were not provided.